Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) displayed high shocking lead impedance measurements greater than 125 ohms. The pocket was well irrigated with no air bubbles. This device was re-programmed to rv coil to can and got a normal shocking lead impedance measurement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.